Event description:
It was reported that at the post implant check there were small r waves through the analyzer of 5mv and through the device of 2-2.5 mv on the right ventricular lead. Undersensing of the r waves was noted during testing at vvi 30. As a result of the lead undersensing, the pacing complexes were affecting the auto adjusting of the sensing amplifier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) implantable pacing lead (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).